Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, a high temperature in smart remote manager occurred. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 21-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigating the actual device used in this incident, it was determined that the customer reported the temperature was out of range on the ccu machine. A field service engineer inspected the smart remote manager and found that the temperature was within the acceptable range. The system functioned as intended after the field service engineer completed the inspection.